Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was undamaged and detached from its pusher assembly inside the introducer sheath, and coagulated blood was present inside the introducer sheath. This damage was incidental to the reported complaint. The detached embolization coil likely occurred due to the pusher assembly fracture. The coagulated blood inside the sheath likely occurred while attempting to advance the packing coil lp into the microcatheter during the procedure. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lps. During the procedure, the packing coil lp would not advance out of its introducer sheath into the microcatheter. Therefore, the packing coil lp was removed. The procedure was completed using a ruby coil lp. There was no report of an adverse effect to the patient.